Event description:
It was reported that, "(B)(6) was wanting to see if the newer version of the revision driver would remove an original reflex screw because the rep had a removal case with dr (B)(6)." During removal, the innershaft broke off inside the screw.

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. The broken fragment was also returned. Mfg record review: no discrepancies noted. Complaint history analysis: a total of 81 complaints involving 84 units have been received relating to draw rod tip deformations on the reflex-hybrid revision driver. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over -angulation of the draw rod when connected to screw. Risk assessment: no pt involvement and no adverse consequences reported. (B)(4). Conclusion: the instrument failure is believed to be the result of user-error. The surgical technique states that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided as this can cause bending or breaking of the inner shaft.